Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. Troubleshooting was performed during the call, and technical assistance support advised the customer to review the connections and cabling and settings verified/adjusted accordingly and confirmed correct. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was not receiving an image. The event occurred during a procedure. There were no reports of patient harm.